Manufacturer narrative:
A review of the manufacturing documents was performed and were found to be adequate and correct with respect to all pre-distribution testing and inspection activities. One used device was received for evaluation. Visual inspection was performed and detected no holes. Functional testing was performed using a syringe to inflate the cuff, and the device was submerged under water to detect any possible leakage. No leaks were detected. The complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was further reported that the event was considered resolved.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® blue line ultra® suctionaid soft seal® tracheostomy tube was in use for 12 days when it was observed that the adjusted pressure value of the cuff was different than the set value of the cuff. The cuff was measured to be at 100mmh2o and when set to 250mmh2o, a sound was heard from the device. It was observed that 5 minutes after the adjustment, the cuff remained at 100mmh2o. It was noted that a leak check in accordance with the device's instructions for use was conducted and found no leakage. A tube change was conducted to address the issue. No patient injury was reported.